Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead had dropped down the pacing lead impedance (pli) measurements to less than 200 ohms. Previously, the pli measurements were within 200 ohms. Sensing and pacing thresholds were within normal limits. Boston scientific technical services (ts) discussed acceptable pacing lead impedance measurements. Also, ts suggested that the physician may consider to continue monitoring the patient or getting a chest x-ray to check for lead integrity. The field representative will discuss it with the physician. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.